Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and the sensor had inaccurate readings that triggered the threshold suspend alarm. The customer¿s blood glucose was 427 mg/dl and the sensor glucose was 70 mg/dl at the time of the incident. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device passed self test. Device was programmed with test and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the value properly on display graph. No unexpected error sensor alarm anomalies noted.